Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a pair new transmitter alert and a transmitter failed error were confirmed. The probable cause was determined to be transmitter timer not advancing, which led to a transmitter failed error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.